Manufacturer narrative:
The review of the manufacturing paperwork verified that the lot met all pre-release specifications. The gore® excluder® aaa endoprosthesis instructions for use (IFU) states: additional considerations for patient selection include but are not limited to patient¿s anatomical suitability for endovascular repair. Key anatomic elements that may affect successful exclusion of the aneurysm include severe proximal neck angulation, short proximal aortic neck and significant thrombus and / or calcium at the arterial implantation sites, specifically the proximal aortic neck and distal iliac artery interface. Irregular calcium and / or plaque may compromise the fixation and sealing of the implantation sites. According to the sizing guidelines for the pla260300j device the aortic inner diameter range is 22 - 23mm. Reportedly, the diameter of the proximal portion was 19.1-22.3mm, middle was 21.9-23.8mm and distal was 18.0-20.2mm. According to the gore® excluder® aaa endoprosthesis instructions for use (IFU), adverse events that may occur and / or require intervention include, but are not limited to component migration, occlusion of device or native vessel. Additionally, the IFU states: do not cover significant renal or mesenteric arteries with the endoprosthesis. Vessel occlusion may occur.

Event description:
On (B)(6) 2019, the patient underwent an endovascular procedure using gore® excluder® aaa endoprostheses to repair an abdominal aortic aneurysm. It was reported that upon deployment of an aortic extender component to extend the proximal neck, the device partially and unintentionally covered the left renal artery. A bare metal stent was implanted to secure blood flow to the artery. No other issues were reportedly observed. The patient tolerated the procedure. The physician reportedly commented that the device migrated proximally during the deployment (distance not reported) and this was unpredicted. It was also reported that the condition of the proximal neck was poor; angulated (angle unknown), highly calcified, and tapered (diameter of the proximal portion; 19.1-22.3mm, middle; 21.9-23.8mm, distal; 18.0-20.2mm).